Event description:
A female admitted in 2009 for an endoscopic retrograde cholangiopancreatography (ercp) procedure for removal of common bile duct stones. During the ercp procedure, there was a malfunction of the incisional cautery equipment which resulted in delivery of an erratic voltage of current. This resulted in edema to the papilla (the area that is cannulated to enter the common bile duct), therefore, making it difficult to proceed with the procedure. As a result the patient was scheduled to return at another date to finish the procedure that was intended to be done the day of the incident. Since this incident, this piece of equipment has been removed from service, inspected, repaired, and returned back to service in proper working condition with no further incidents noted. This was found upon retrospective review.